Event description:
It was reported that during a colon procedure the device cut and stapled properly. There was no pt consequence. One day after the procedure, it appeared that the staples did not hold and bleeding occurred.

Manufacturer narrative:
Date sent: 03/10/2009. Info is unavailable; device was not returned for evaluation.